Event description:
In removing epidural, for the first 1.5-2 inches, the cath started coming out quicker, with no resistance and curling noted. Tip of catheter was not intact. Epidural catheter saved in a specimen bag, along with the packaging from the catheter kit. Lot #rf8071130, expiration date 2009.11. Dates of use: last 7 years. Diagnosis or reason for use: labor patient pain control.